Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found the rinse tubings to be damaged. He then changed the rinse unit tubings and adjusted the rinse unit level. The investigation determined that the event was due to a leakage/seal (consistent with contamination of the measuring cuvettes by sodium ions).  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c 501 module. The reporter was able to provide one example of a discrepant result: the initial result was not reported outside of the laboratory. The reporter deemed the result "unbelievable" which prompted the rerun of the patient sample. The initial sodium result was 160 mmol/l. The repeat result was 142 mmol/l. The repeat result was aligned with the patient's clinical history.